Manufacturer narrative:
Visual assessment shows this is a used device in good condition. T1 was present, but free from the delivery needle. T2 was still in ready position. A functional test deployed t2 with no issue. The delivery needle does not appear to be twisted or bent. The actuator functioned and repeats function normally. Cause of stated condition cannot be determined as it did not present that way at evaluation. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, the surgeon could not push the deployment knob to advance the t2 implant. Nothing was left unsupported in the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.